Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker battery longevity estimation decreased. It was noted that the device likely overestimated the longevity previously and the most recent battery estimation was accurate. No intervention was performed. The patient was in stable condition.